Event description:
A surgeon reported that prior to beginning laser assisted cataract surgery, the applanation sensor was not working properly. The surgeon explained that when he positioned the patient under the suction indicator, the patient began to feel pressure on the eye. The surgeon stopped the suction, undocked and tried again, but the same scenario occurred. No patient impact was reported. The field service engineer (fse) was dispatched, and it was discovered that the surgeon was receiving the error because the gantry was being positioned incorrectly, in the shipping position. The incorrect gantry position was pushing the articulating arm, thus changing the position of the beam. The fse confirmed that the gantry and the beam steering were working fine.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).